Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 80 lvps had dim segments. No further information is available.

Manufacturer narrative:
Updated b5, d4 (serial & UDI) & h4.

Event description:
It was reported that (18) large volume pump display boards need to be replaced for dim segment. There was no reported patient involvement.